Manufacturer narrative:
The reported event was confirmed. Received opened package for evaluation. The sample was evaluated and observed that the pouch was torn over in multiple directions and the leaflet was torn horizontally in a straight line. The origin of tear could not be identified. The length of the tear (leaflet) was 7.9 cm. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "[storage method and expiration date] 1.storage store in a dry, cool place away from heat, moisture, and direct sunlight. 2.expiration date indicated on the direct package and the outer box." (B)(4).

Event description:
It was reported that when the user opened the outer box, there was a tear on one of the sterile packages. There were 10 packages in the outer box, and only one was torn.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when the user opened the outer box, there was a tear on one of the sterile packages. There were 10 packages in the outer box, and only one was torn.